Manufacturer narrative:
(B)(4): the meter failed testing, the lcd display was found to be defective. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2013 the reporter contacted lifescan (lfs) in the USA alleging the meter was displaying a line through the display. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.